Manufacturer narrative:
The reported event of cr (B)(4) - 8015 error code 800.8000 file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
(B)(4). Npi- 8015 error 800.8000. Customer was getting error code 800.8000. Explain to the customer that he had to re-flash the 8015. Explain to the customer that he could use the asm software or they could use the flash card. Customer said ok and ended the call.